Event description:
Allegedly failure of the lengthening locking system.

Manufacturer narrative:
Device #2: the investigation is not complete. The event code is addressed in the package insert. This is the same event as 1043534-2012-00336. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend. Lengthening test performed on returned product.(B)(4)